Event description:
On (B)(6) 2021 it was reported that a wound culture revealed bacterial growth at the peg site. The patient was prescribed oral antibiotic augmentin.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient applied to the hospital on (B)(6) 2020 due to redness and discharge on the peg area. A tomography was performed on (B)(6) 2020 due to the redness and discharge. The tomography result was suspect buried bumper syndrome. Patient was prescribed oral antibiotic avelox 400mg from (B)(6) 2020.